Manufacturer narrative:
The pump alarmed during the rewind process. The problem was isolated to the mother board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the alarms. The motor was tested outside of the device and it passed. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.